Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The wire returned inside the delivery sheath and the filter bag was retracted. It is possible to observe that the spring tip is broken/stretched and the wire is highly bent. There are residues (dried blood) inside the delivery sheath. Dimensional inspection revealed that there is evidence of spring tip is broken since its length is 1.3 cm. The other overall dimensions were found within specification. Functional inspection revealed that sheathing/unsheathing test can be performed. However, resistance was felt when the filter bag was deployed/retracted since the wire was highly bent.

Event description:
It was reported that the delivery shaft fractured. The target lesion area was located in a stenosed carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the delivery shaft fractured when the device was crossing the lesion. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the delivery shaft fractured. The target lesion area was located in a stenosed carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the delivery shaft fractured when the device was crossing the lesion. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and the patient is stable.